Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a mitraclip procedure, a cardiac perforation requiring surgery occurred. When advancing a stiff guidewire into the left superior pulmonary vein, the patient's blood pressure dropped to 60mmhg. A transesophageal echocardiogram (tee) showed a pericardial effusion in the right ventricle. A pericardiocentesis was performed multiple times, but the blood pressure did not improve. The patient was converted to cardiac surgery and had a mitral valve replacement. A perforation of the anterior wall of the right ventricle was noted during procedure, however that was possibly caused from pericardial drainage, not from the procedure. The mitraclip system and steerable guide catheter never entered the patient anatomy. There were no alleged performance issues with the sheath.